Event description:
Related manufacturer reference number: 3006705815-2021-01727. It was reported that during a pocket revision (reported under related manufacturing 3006705815-2021-01588) the physician accidently pulled out the leads of the epidural space causing therapy to be ineffective. As a result surgical intervention may take place to address the issue.